Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during ablation after first CT scan to verify the kidney lesion when the surgeon mark the procedure area and turning the device on, the overheat alarm start sound and after that reset the system on reset button and re-tried to turn back on the system and the overheat alarm return back. Patient was already under anesthesia and the surgeon cancelled the kidney ablation and rescheduled to (B)(6).

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection revealed that two mounting screws and two base plate feet were missing. A damaged connector pin was identified as the likely cause of the reported fault. The battery on the power regulator board was replaced. Service instructions were followed to complete the repair process. The baseplate, enclosure lid, generator feet, and spacers were replaced. Additional components including the front panel connector, microwave cable, front panel assembly, overlay, dial spacers, and knobs were also replaced. The msm module and power supply unit were replaced. Finally, the generator was calibrated according to the specified procedure. It was reported that during the ablation procedure, following the initial CT scan to verify the kidney lesion, the surgeon marked the target area and powered on the device. At that point, the overheat alarm began sounding. The system was then reset using the reset button, but when the device was powered on again, the overheat alarm reappeared. The reported issues were confirmed. The most likely cause was traced to a component failure. The evaluation detected unreported conditions: ra11.04, ra12.06, ra34.08, ra01.02 and ra47.02. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.